Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 6/25/2020 h.6. Investigation: investigations: 1 sample was returned to sbdm, the lot number is 20190224. Complaint sample checking: one complaint sample received in open packaging for investigation. The end tip cap was found with a black dot foreign matter, which is embedded in the tip. It was wiped but was not removed so the oil stain has been excluded and fm has been defined as the scorched material. Retention samples checking: 20 pcs IV set cfn120 retention products of lot 20190224 have been sampled, no abnormality observed. DHR review: hanscent review the DHR including end tip and end tip cap injection molding record, there is no issue and all conform to the manufacturing specification . Process checking: during the injection molding process, the material could get scorched in the material barrel due to the interval between two operations. If the barrel is not cleared and cleaned thoroughly, there is a possibility that scorched material can be injected into the next batch of products. Root cause: from investigations, the scorched materials in the injection molding machine have not been cleared and cleaned. The residual scorched material has therefore formed black foreign material. The workers did not sort out the affected products thoroughly and carefully enough and the unqualified products went out to the next step processes and eventually to the customer. Corrective and preventive actions: to avoid this issue, the following actions will be or have been implemented from (B)(6) 2020: 1) immediately carry out check on the injection molding machine to clear all scorched material, which has been carried out on (B)(6), 2020, and to prevent any further scorched materials remain uncleaned. Attached is the cleaning record for reference. This cleaning activity will be a routine one, which will be arranged by the plant supervisor and executed by the machine operator. 2) retrain the workers to reinforce their quality control acumen, so as to ensure no unqualified products flow to the following processes. This has been carried out on (B)(6), 2020 . Please see attached record for reference. 3) qc will strengthen the check frequency and sampling amount and additionally check if the cleaning inside and beside the machines are thorough enough. The material barrel will be checked by the inspector/operator to ensure the result of cleaning. Currently the appearance inspection is at level 1, aql 4.0. A new workshop inspector for the injection molding process will be added, and will be a permanent position. Conclusion: 1 sample was returned to hanscent. The end tip cap was found with a black dot foreign matter, which is embedded in the tip. It was wiped but was not removed so the oil stain has been excluded and fm has been defined as the scorched material. From investigations, the scorched materials in the injection molding machine have not been cleared and cleaned. The residual scorched material has therefore formed black foreign material. The workers did not sort out the affected products thoroughly and carefully enough and the unqualified products went out to the next step processes and eventually to the customer. H3 other text : see h.10

Event description:
It was reported that black foreign matter was found in the extension cfne102h 90c hs ll tip before use. The following information was provided by the initial reporter: "there is foreign material (black dot) in the extension tip."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black foreign matter was found in the extension cfne102h 90c hs ll tip before use. The following information was provided by the initial reporter: "there is foreign material (black dot) in the extension tip."